Event description:
It was reported that the patient presented at the emergency department for a check up. Interrogation revealed the implantable cardioverter defibrillator (ICD) failed to capture the right ventricle. The elective replacement indicator (eri) was reached (B)(6) 2021 and a capacitor charge limit was reached (B)(6) 2022. The patient's generator was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of charge time out was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The charge time out was due to low battery voltage as it occurred after the battery dropped below end of life voltage. Charge time after end of life is not a device failure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.